Manufacturer narrative:
Correction to d9 of the initial medwatch. The information was inadvertently selected as no and should reflect yes. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely the following led to the malfunction (e114): e114 was caused by a failure of the fan assembly. Additionally, the investigation also found error code e117 caused by a failure of the motherboard and no image due to failure of the video connector and rx module olympus will continue to monitor field performance for this device

Event description:
It was reported the camera control unit had error e114. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.